Manufacturer narrative:
D4 & h4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the messages were not crossing. A technical support specialist (tss) confirmed customer reported a network outage which caused the issue. Once the pyxis servers were back up, bd had to restart services that were not running on both the interface, logistics and es servers to restore communication. The tss restarted sql and cce services to restore system communication, initiated net tcp services to resume processing of inventory messages to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server messages did not cross over; the interface was down for approximately two hours. The customer stated that they were unable to access the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.